Event description:
It was reported that there was "a crack on the catheter between cuff and y part." Patient suffered no ill effects from event. Catheter was changed.

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors which contributed to this event.